Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit monitored several days. No unexpected high temperature, heating up of battery, battery tube or electronic assy was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assy was noted. No unexpected battery out limit, system overload or temperature alarm anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed temperature reached and battery out limit. The customer's blood glucose value 258 mg/dl at the time of the incident. Self-test was completed and failed. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.